Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that following the implant of this artificial urinary sphincter (aus) the device did not work. A revision surgery was performed in which the physician remeasured the urethra, downsized the cuff from 5.0 cm to 4.5 cm and moved the placement more proximately on the urethra. During the procedure, it was noticed that the clasp on the cuff had detached and it was the cause of the device failure. The surgery results were good and there were no patient complications.

Event description:
It was reported that the patient had the artificial urinary sphincter (aus) implanted in (B)(6) 2021 and the device never did work. A revision surgery was performed in which the physician remeasured the urethra, downsized the cuff from 5.0cm to 4.5cm and moved the location more proximal on urethra. During the procedure, it was noticed that the clasp on the cuff had detached and it was the cause of the device failure. The surgery results were good and there were no patient complications.